Event description:
Procedure performed: sigmoid under laparo. Event description: translation: during an operation, when the forceps / scissors were removed from the trocar (re sterilizable), the forceps were stripped (above the chisel, distal part). The surgeon did not force during the removal. This is the first time this has happened. The dm is at your disposal for a possible recovery at the pharmacy. The dm has been decontaminated (traces of blood) and in its original packaging. The trocar used was a 5mm diameter trocar, for multiple use. The incident occurred at the end of the intervention. The contact (pharmacist) has no other information on this subject. Additional information received by email from applied medical representative on 16oct20 translation: the incident occurred during the operation (sigmoid under laparo) and they had to take another forceps to continue the operation. Type if intervention: another device was used to continue the operation. Patient status: the patient is well, and has no sequelae.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the distal end of the shaft insulation was stripped off. Applied medical is unable to determine the root cause of the reported event based on the evaluation of the returned unit and the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: sigmoid under laparo. Event description: translation: during an operation, when the forceps / scissors were removed from the trocar (re sterilizable), the forceps were stripped (above the chisel, distal part). The surgeon did not force during the removal. This is the first time this has happened. The dm is at your disposal for a possible recovery at the pharmacy. The dm has been decontaminated (traces of blood) and in its original packaging. The trocar used was a 5mm diameter trocar, for multiple use. The incident occurred at the end of the intervention. The contact (pharmacist) has no other information on this subject. Additional information received by email from applied medical representative on 16oct20 translation: the incident occurred during the operation (sigmoid under laparo) and they had to take another forceps to continue the operation.